Event description:
It was reported that the during a radiofrequency ablation procedure on (B)(6) 2025, the generator was unable to recognize the probe. Multiple attempts with different grounding pads and probes were used but to no avail. As a result, the procedure was aborted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient and reporter's information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.